Manufacturer narrative:
The investigation determined that non-reproducible higher and lower than expected vitros amon quality control results were obtained from a vitros control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. The assignable cause of the event was determined to be an instrument issue. A within-run amon precision test performed prior to service actions was outside of ortho precision guidelines. The ortho field engineer performed service actions to the vitros system and the post service precision testing performed after service actions was acceptable indicating the vitros 5,1 fs chemistry system was returned to the expected performance.

Event description:
The customer observed non-reproducible higher and lower than expected vitros amon quality control results from a vitros control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. Vitros amon results: 190.3, 195.3, 107.0, 99.6, 198.7, and 192.9 umol/l versus expected 157.7 umol/l biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).